Event description:
It was reported that the insulin pump did not delivered the insulin and that the customer had high blood glucose of 433 mg/dl. Caller stated they programmed 5.0 units, but insulin is not exiting. High pressure test was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.